Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found that the lead was returned in two portions. The insulation was abraded at 17.3 cm to 17.9 cm from the connector pin which exposed the outer coil. The abrasion was consistent with constant friction with another implantable device. (B)(4). (B)(6).

Event description:
This report is to advise of an event observed during analysis.